Manufacturer narrative:
Submit date: 6/13/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found that the lcd had no information just back lighting was unable to program or use pump. Visual inspection found no other issues. Interior inspection found no issues. As a result, the battery and assemblies were replaced. The unit was repaired and passed all tests. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation.

Manufacturer narrative:
Submit date: 6/12/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2017, service found that the lcd had no information. The screen was blank.